Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and there were episodes of noise and oversensing that resulted in a temporary loss of pacing on the right ventricular channel. No intervention has been performed and the patient was stable. Further information was requested but was not received.